Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the lip clamp and sleeve in the reported problem area of the pipetter assembly. Parts were replaced and cleaned. The instrument was inspected, tested without further problem, and returned to service.